Manufacturer narrative:
(B)(4).

Event description:
It was reported that drug agent volume is not updating correctly after changing drug dose. There was no actual mistreatment reported as a result of this issue based on the available info.